Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a previously filled posterior communicating artery (pcom) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician advanced and deployed a smart coil into the aneurysm using another manufacturer¿s microcatheter; however, the smart coil was unable to detach using a smart coil detachment handle (handle). The physician then manually pulled the smart coil pusher assembly in order to successfully detach the smart coil in the aneurysm. It was noted that due to the patient¿s tortuous anatomy, the guide catheter (benchmark delivery catheter) had to be left in the lower section of the internal carotid artery (ica) and the microcatheter had to traverse tortuosity to deliver the coil. The procedure was completed with an additional smart coil, the same microcatheter and handle. There was no report of an adverse effect to the patient.